Manufacturer narrative:
Pump was received with broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and minor scratched lcd window.

Event description:
It was reported the customer had a piece missing from their battery and reservoir compartment. The customer's blood glucose was 117 mg/dl. Customer was unsure how the damage had occurred. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.